Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the ssd unit failure due to aging deterioration with the long term repeating use of passing more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e116 which indicated that the subject device had the malfunction was displayed during use. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was also found that the error e313 was displayed. Moreover it was found the ssd unit failure of subject device which might have caused those errors (e116 and e313). There was no patient injury associated with this report.